Event description:
In 2004, the pt reportedly collided with another child on the school playground and hit the implant side of his head. Eleven days later, while wearing the sound processor, the pt reportedly had no sound percept. External equipment was exchanged. However, the problem was not resolved. The following month, the pt was seen by a company representative for device evaluation. Testing performed confirmed that the device was no longer functioning. The decision was made to explant the patient's c1 device.